Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: degraded glue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the "brown stuff" that kept coming was due to corrosion and fluid invasion on connector and control body. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic gastrovideoscope had brown stuff (rust color) kept coming out even after being washed three times. The issue was identified at the time of reprocessing. There were no reports of patient involvement.